Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient's 2nd, 3rd and 4th pumps were placed differently and worked well, but the patient had (B)(6) and the pumps were explanted each time and discarded. The hcp "knew good and well she was not the only person that had patients with (B)(6)," so she "was sure the rep had come across this in the past." The patient¿s medical history included a history of (B)(6). The issue resolution and the patient status were unknown at the time of this report. No further complications were reported.